Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had received two inappropriate shocks. The patient noted the cardiac resynchronization therapy defibrillator (crt-d) was double-counting their heartbeat and inappropriate therapy was delivered. The patient added the device was reset and remains in use. No further patient complications have been reported as a result of this event.